Manufacturer narrative:
Siemens representative advised customer not to use these strips because they passed the expiration date. Customer discarded expired strip and has had no further issues. The analyzer and strips are performing as intended.

Event description:
Customer reported false negative leukocytes result on the analyzer. There was no report of injury due to this event.